Event description:
The patient was undergoing arthroscopic shoulder surgery. A piece of arthrex burr broke off during surgery. The metal fragment was irrigated out of the patient. The patient had no adverse outcome.